Event description:
It was reported that the sensor glucose readings were inaccurate and that the customer experienced high and low blood glucose levels. The blood glucose reading reached as low as 40 mg/dl, compared with the sensor glucose reading of 154 mg/dl. Another example provided was when the blood glucose reading was 124 mg/dl, compared with the sensor glucose reading of 224 mg/dl. The customer stated that she treated a low blood glucose reading of 40 mg/dl prior to bed, and she woke up with a high blood glucose reading of over 400 mg/dl; it was unclear whether the blood glucose reading was tested from the blood or actually a sensor glucose reading. She advised that she treated with a bolus, and the blood glucose reading lowered to 93 mg/dl. She also reported that in the past, the insulin pump recorded a bolus of 1.0 unit but delivered more than 5.0 units of insulin before she realized and suspended the delivery. She ate to compensate for the bolus and did not see the issue recur. None else noted.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test (B)(6). The sensor passed with accurate readings.